Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue with leakage had been resolved and the implant was working very well. More than 2 weeks later the patient reported that the issue with leakage was not resolved and they were still trying to find the right program setting.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was having problems using their patient programmer and needed assistance. The patient had leakage and adjusted the setting. The patient did not feel stimulation and the therapy was not on. The patient was set on program 2 at 4.8v, turned the therapy on, and felt stimulation. The patient may have had leakage because the therapy was off and they didn't know it was off. The consumer later reported that they had uncomfortable stimulation and a pinching in their cheek that also went down their leg. The patient met with their health care provider (hcp) on (B)(6) 2016 who suggested they change from program 2 to program 4. The patient had already successfully changed to program 4, but had tried to increase the amplitude without the implantable neurostimulator (ins) being turned on. The patient turned the ins back on and set the amplitude to a comfortable level. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome has been reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.